Event description:
It was observed during the device evaluation that the colonovideoscope had contamination/dirt on the light guide cover glass and a dirty c-cover, connection tube, control unit, scope cover, right and left knobs, up and down knobs, grip, switch box, plug unit, scope cover unit, scope case unit, and switch 1. There was no patient involvement.

Manufacturer narrative:
The device was returned to olympus for inspection. A root cause could not be identified. Based on the results of the investigation, a root cause is unable to be determined. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.